Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was returned and analysis found that the power supply was broken. Correction: a correction to model number was made to reflect correct model as 2490c8. Correction made to reflect location as "patient's home".

Event description:
It was reported that the monitor "sparked by the plug" when plugging it in. The monitor will be replaced. No patient complications were reported as a result of this event. It was reported that the monitor "sparked by the plug" when plugging it in. The monitor will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the monitor "sparked by the plug" when plugging it in. No patient complications were reported as a result of this event.